Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and a correction to the aware date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following defects were found: internal flooding, damaged cable unit, and several mechanical damages found at cable unit resulting in loss of water tightness. Based on the results of the investigation, the root cause of the reported issue could not be determined. The phenomenon was not reproduced. Due to an adaptor lens damage, immersion in water may have led to the lens becoming hazy temporarily or image could not be displayed properly. Cable damage was also noted. < confirmation of description of instruction manual> when the content of the instructions for shipment of the product was checked for breakage of the cable, the following description is provided. Therefore, it is concluded that indication phenomenon can be prevented. ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been received at an olympus service center for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that the lens on the subject device was milky during a procedure. There was no effect on the patient due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.